Event description:
Papillatome used during an e.r.c.p for a sphincterotomy. During the cautery procedure the wire snapped when retracting wire from the common bile duct. Post procedure x-ray film should possible perforation to bile duct. Pt required extended stay in the hosp.